Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that they began to have issues with their blood glucose readings a week prior. The customer experienced blood glucose readings between 287 mg/dl and 400 mg/dl. The customer changed the infusion set 8 to 10 times, but the high blood glucose readings continued. It was also stated that they began to use their old insulin pump. The customer was out of town when the event occured. The customer was not hospitalized for the high blood glucose readings. The insulin pump and infusion sets will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.